Event description:
A medtronic rep reported a fluoro nav inaccuracy on left side during a spine surgery. Four screws placed on right and left side using fluoro nav moved to left side of the pt and the surgeon felt inaccurate. Surgeon continued with stealthstation navigation and confirmed screw placement with fluoro. At the conclusion of the case he repositioned one screw on the left side.

Manufacturer narrative:
Surgeon repositioned one screw on pt's left side. The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel.